Manufacturer narrative:
Manufacturer's investigation conclusion: low flow alarms and power elevations were confirmed in the review of the submitted log files. It was reported by the account that the low flow alarms could have been attributed to malposition of the inflow cannula or water intake, however, a specific cause for the low flow hazard alarms, as well as the elevations in pump power and flow could not be conclusively determined through this evaluation. A review of the submitted log file revealed that motor power, and estimated flow typically ranged from 3.9-5.0 watts, and 2.4-4.3 lpm, respectively. There were 2 elevations of power and flow that were captured at day 1576, hour 14, minute 45 and day 1577, hour 1, minute 19. Power elevations were as high as 11.6 watts, and flow elevations were as high as 8.9 lpm. On day 1577, hour 1, minute 16 and day 1577, hour 1, minute 17 low flow hazard alarms were triggered when the flow dropped below the low threshold of 2.5 lpm, to as low as 2.4 lpm. No other unusual alarms or events were captured, and the pump appeared to function as intended. It was reported by the account that the low flow alarms could have been attributed to malposition of the inflow cannula or water intake, however, a specific cause for the low flow hazard alarms, as well as the elevations in pump power and flow could not be conclusively determined through this evaluation. Additional information revealed that the cause of the low flow alarms was not identified but seemed to have been due to the amount of water intake. The low flow alarms resolved naturally and did not continue. The patient is asymptomatic and is under follow-up. Diagnostic images of the inflow cannula are not available. The patient remained ongoing on the heartmate (hm) ii left ventricular assist system (lvas), (B)(6) . No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02apr2017. The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. Section 5 of the IFU, ¿surgical procedures¿ outlines considerations for pump placement and orientation and also provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. Section 5 (under ¿inserting the sealed inflow conduit¿) states to ¿select the optimal sealed inflow conduit orientation at the ventricular apex. The following is critical in determining orientation: -the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the intraventricular septum. -care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. -the ideal orientation will anticipate that the dilated lv may shrink in size as its workload is assumed by the pump.¿ the hmii IFU also contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate ii lvas patient handbook section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device alarmed for low flows, possibly caused by the amount of water intake. The inflow cannula was in the direction of the septum, which might be related to this event. The patient was asymptomatic and under follow-up. The low flows appeared to have resolved naturally as they did not continue.